Manufacturer narrative:
H6; device codes have been updated to include c63318. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, information was received from the patient. The patient reported they were in a nursing home in 2018 and they let the pump run dry and it was not refilled until (B)(6) 2019. The patient stated that it ran dry for probably about 1.5 years. The patient stated they refilled in (B)(6) 2019 and they wanted to see if it worked.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported the patient's pump went empty about a month ago. It was noted the hcp was using the tablet/app. It was unknown if the patient was due for a refill. It was reviewed why no priming was needed. It was noted that the managing hcp was still deciding what to do and the hcp got help silencing the alarm. No symptoms were mentioned. The event date was (B)(6) 2018. No further complications were reported/anticipated.